Manufacturer narrative:
Date sent to FDA: 06/24/2020.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and two mesh were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.